Event description:
A tandem mobi cartridge alarm was reported during the customer's loading process. Blood glucose level did not exceed 500 mg/dl, indicating it was within the normal range. Technical support instructed the caller to remove the cartridge and deliver a bolus, which was completed successfully, allowing the original cartridge to be reloaded and insulin therapy to resume. The issue was resolved.